Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a frayed pitch cable.

Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) incisional hernia repair procedure, the surgeon found that the grip cables were broken on a mega suturecut needle driver instrument after 60 minutes of use. The mega suturecut needle driver instrument was inspected prior to use and no damage was observed. As a result of the broken cable(s), the customer exchanged the mega suturecut needle driver instrument with a new instrument. No fragments fell inside the patient. The procedure was completed robotically.